Event description:
It was reported that the patient went to the urgent care and was diagnosed with a skin infection, identified as a abscess. The patient's blood glucose (bg) values reached 400 mg/dl. For treatment, the site was cut open and drained. The patient was prescribed unknown medication. The pod was worn longer than 48 hours on the leg. The patient was discharged after 1 hour. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.